Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while performing a spinal puncture, the needle on a bd¿ whitacre pencil point spinal needle broke off. The needle tip was not found in the patient after performing surgery under general anesthesia and fluoroscopy imaging. There was no additional information regarding treatment and medical intervention.

Manufacturer narrative:
Investigation summary: the needle was manufacturing at juncos-puerto rico plant. Spinal needles arrived from puerto rico (cannula and stylet already assembled) and are manually assembled with the introductor in san agustin plant. Lot number / product family history: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of needle broken with lot #1704007 regarding item #405075. The final lot 1704007 comprises three bd juncos lots 6098686, 6098692 and 6154706. A review of the device history records were completed on each lot that were manufactured and packed as bulk non-sterile. All these lots were assembled in the tic machine no. 5 as subassembly part number 700006011 (needle spinal 27ga 3 1/2in whitacre bulk). Functional pull test performed during in process and final inspections as per ifm762 and bdm0180, with a minimum of 8 pound in the cannula and 5 pounds for the stylet. All reported values on the three lots were within the specification requirements. Preventive maintenance on the tic#5 machine was conducted as per schedule. Review of instrument calibrations in inspection records was conducted and they were calibrated within their calibration due date. Summary: the manufacturing records were reviewed for the incident lots and no discrepancies or non-conformances were reported that could have contributed to the reported condition. San agustin: breakage of the needle is claimed. The sample involved in the issue is not available, and there is no pictures of the incident. 39 unopened samples were received (19/feb/2018). Visual inspections shows no defects. Two of them were evaluated with the microscope and no defects were found: no nicks or other defects were found at the tip and on the surface of the cannula. Inspections and tests: molding and assembly process are performed in bd puerto rico. (See certificate of compliance attached for each lot.) Spinal needles arrived from puerto rico (cannula and stylet already assembled) and are manually assembled with the introductor in san agustin plant (according to ae-013 current version). This operation is performed with extremely care as the introductor hub is not attached to the cannula. During this process, the operator noticed possible defects in the spinal needles. Faulty spinal needles are discarded. Packaging process also takes place in san agustin plant. Spinal needles are manually placed in the packing machine. One packed in the blister, they are introduced in the unit case. Manufacturing inspections: in process inspection is performed according to ae-303/ae-012 (current version): packing: one strip of product per 4 bags (4,000 needles aprox.) Is checked to verify: correct product packaging, product free of damages and dirt, etc. Packaging: during the packaging process of the product, 100% visual inspection of the product is performed by the operator. On the other hand, unit case inspection (25 spinal needles) is performed for each two rows and at the end of the pallet/lot according. In case of faulty part, the operator: removes the defected product. In case of more than 2 defects/ 50 samples, the packing operator has to be informed. If the defect persists, the leader team or process inspector has to be advised. Conclusion: information of this complaint was sent to juncos plant for evaluation. According to its report no root cause of the defect was found. No defects were found in received samples and no non-conformances were found in DHR of lot#1704007. Not confirmed: bd was not able to confirm the customer¿s indicated failure mode.